Event description:
On (B)(6) 2013, the lay user/patient¿s daughter (reporter) contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high compared to the emergency medical service¿s (ems) meter. The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2013 (at 1:45 am). The patient reportedly obtained a blood glucose reading of ¿72 mg/dl¿ with the subject meter. The patient reportedly manages his diabetes with insulin (self adjuster); however, the patient¿s testing frequency is not known, it is not specified what the patient¿s normal blood glucose range is (with the subject meter), and other than diabetes, it is not clear if the patient suffers from any other health condition(s). For reasons unclear, the ems was contacted and at 1:55 am the patient obtained a blood glucose reading of ¿42 mg/dl¿ with the ems meter. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of (B)(4). The patient¿s previous blood glucose reading prior to the start of the alleged issue is not known and it is not clear what action the patient took in response to his previous blood glucose result. According to the csr¿s documentation, at the same time after obtaining the reading of ¿42 mg/dl¿ with the ems¿s meter, the patient was administered IV glucose by the health care professional. It is not known if the patient received any additional medical intervention. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. The products involved with this complaint have been returned and evaluated by product analysis respectively on (B)(4) 2013 with the following findings: the meter passed testing with no faults found; the meter functioned properly. The test strips also passed testing with no faults found. The primary compliant was not confirmed. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
This supplemental report is to advise an inadvertent error submitted on the initial report. Evaluation of the subject meter and test strips were completed on july 08, 2013 and july 09, 2013, respectively.